Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure on a female, patient. According to the complainant, the wallflex biliary rx covered stent was placed successfully in 2009. Approx two months later, the patient underwent a duodenal stenting procedure to treat an obstruction. During this procedure, it was noted the biliary stent had migrated slightly out of the duct. The next day, images confirmed the stent migration. The following month, it was indicated that the wallflex biliary rx covered stent had migrated safely to the cecum and was recovered during a colonoscopy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device is implanted and can not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.